Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned subtroc lag screw driver indicated that the inner driver shaft has fractured at the threaded tip. The fractured off portion was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during the procedure the threaded end of inner capture broke off. No injuries or delays reported. No back-up available.